Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). The subject device is not expected to be returned to synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a open reduction and internal fixation of the a frontal sinus procedure the surgery the surgeon attempted to tighten two midface screws into very hard bone. The screws would not tighten so the surgeon attempted to back the screws out using needle grabbers, which caused the screw heads to strip off. The two screw shafts were left in the bone of the patient. There was an approximate one (1) minute delay while attempting to retrieve the screw fragments. Two additional 4 mm screws were implanted and the procedure was completed successfully. There is no additional complaint information. This report is 2 of 2 for (B)(4).